Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers (B)(4). Currently, these products are to be submitted under arjo magog registration # (B)(4). The arjo representative was notify about the event involving maxi move passive floor lift. When the caregiver started to attach the sling to the lift (to perform the patient's transfer), the device spreader bar detached from the lift. The spreader bar fell on the caregiver shoulder and hit the resident face. As a consequence of the event the patient sustained graze/bump on the resident's nose, which required first aid measures. On 06 march the customer reported that the caregiver sustained damaged trapezius muscle. The caregiver was on a sick leave for 2 weeks. After the event the arjo representative evaluated the claimed device. The device evaluation revealed that one of the spreader bar guiding pin was broken off. The visual lift inspection showed slight paint rub marks around spreader bar bracket. No other malfunction was found. The lift was assessed as in good condition. The guiding (locating) pins are parts of the spreader bar, designed to guide the spreader bar onto the t-bar. If they are missing, bent or damaged, the shape of the spreader bar will still encapsulate the t-bar. It is possible the pin breaks off when treated roughly: having the spreader bar collide with objects. If one guiding pin is broken off, the spreader bar locking clip could potentially be ineffective in case when the spreader bar is lowered onto an object (such as wheelchair arm). The maxi move instruction for use (IFU), operating and product care instructions, is provided with each device. IFU (001.25060) warns: ¿before and during operation of the powered dps spreader bar, ensure all obstructions are well clear of the spreader bar, support frame and jib¿. To conclude, arjo maxi move passive lift played a role in the complaint issue when the event occurred. The device was in use when the event occurred (preparation to transfer was ongoing). The device did not meet its performance specification because the spreader bar¿s locking pin was broken. We report this event to competent authorities due to a malfunction that occurred (spreader bar detachment during use).

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer from the commode, the device spreader bar detached. The event happened during initial phase of transfer when the caregiver was positioning the lift to attached the sling leg strap. As a consequence the spreader bar detached hitting caregiver left shoulder and [patient nose. The graze/bump on the residents' nose was treated with cold compress.

Manufacturer narrative:
Waiting for additional information to complaint. The complaint conclusion will be provided upon investigation conclusion.